Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v573248, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain at the device site. It was noted that the device and lead were explanted. The patient outcome was reported as resolved without sequelae.